Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Unsuccessful attempts were made to obtain additional information regarding the reported event. Based on the results of the investigation the root cause could not be identified; however, it is likely that a failure of the alternating current / direct current electricity power supply led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source has no power. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the light source does have a faulty power supply. When the power switch is pressed, the unit does not power on. The investigation is ongoing. In addition, the lamp has more than 500 hours and is highly recommended to replace. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.